Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to the lip of the implant fracturing. Tooth #30.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone, blood and a fracture at the collar. No pre-existing conditions were noted on the per. The reported device location was #30 and was used for approximately 9 years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw vent® and trabecular metal¿ implants 4869 rev 9 10/19. Information identified: contraindications, warnings. DHR review: DHR review was completed for the subject lot number (62054148). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62054148) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.